Manufacturer narrative:
During inspection and testing of the returned device, the customer's initial report (perforated instrument channel) was not confirmed. However, service found there was a leak from the distal end of the biopsy channel. There was insufficient light from the light guide lens due to corrosion. The air/water nut and suction cylinder nut were damaged. The scope cover and scope body were scratched. The bending angulation was out of specification due to a worn angle wire. The control unit up/down knob torque was out of specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the instrument channel of the subject device was perforated. The issue was reportedly not found during a procedure. There was no patient or user injury reported due to the issue. The device was returned to an olympus service center for evaluation. Upon inspection and testing, there was a gap of the adhesive on the distal end and the acoustic lens was damaged. This report is being submitted for the malfunctions found during the device evaluation (gap of the adhesive and damaged acoustic lens).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date received by MFR. Correction to date received by MFR of the initial medwatch. The aware date should be 23-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive and damaged acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.